Manufacturer narrative:
H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Ge healthcare found excessive moisture on the unit that may have caused the reported event. There was no ge healthcare service or repair provided.

Event description:
The hospital reported a system failure alarm that causes a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.